Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm large needle driver instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument worked at first, one side of the instrument broke off at the tip when the surgical needle was picked up. No material or components fell into the patient or remained in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 3.83mm offset at the tips. The grips were not found to have cracking damage. Additional observation(s): the instrument was found to have a partially separated carbide insert one grip. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the partially separated insert. The instrument was found to have one (1) severely bent grip. No missing fragment.

Event description:
Refer to h11 for follow-up information.